Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported the patient experienced stimulation in non-target pain areas. The physician assessed the presence of high impedance readings on the lead to be the source of the reported undesired sensations. Imaging taken in the field confirmed the cause of the high impedance readings was a fracture on the lead. The device was successfully reprogrammed and remains implanted.

Event description:
It was reported the patient experienced stimulation in non-target pain areas. The physician assessed the presence of high impedance readings on the lead to be the source of the reported undesired sensations. Imaging taken in the field confirmed the cause of the high impedance readings was a fracture on the lead. The device was successfully reprogrammed and remains implanted. No further information has been obtained despite good faith efforts. Additional information received clarified the patient did not experience any stimulation as a result of the high impedance readings and fractured lead.

Event description:
It was reported the patient experienced stimulation in non-target pain areas. The physician assessed the presence of high impedance readings on the lead to be the source of the reported undesired sensations. Imaging taken in the field confirmed the cause of the high impedance readings was a fracture on the lead. The device was successfully reprogrammed and remains implanted. No further information has been obtained despite good faith efforts. Additional information received clarified the patient did not experience any stimulation as a result of the high impedance readings and fractured lead. Additional information received that the patient underwent a revision procedure where the lead was replaced and did well post-operatively. The explanted lead was discarded by the facility; therefore, physical analysis could not be performed.